Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false negative results with seraclone anti-s. The customer performed a lot-to-lot comparison (plase also see report 9610824-2025-00001) between two lots of seraclone anti-s on (B)(6)2024, using heterozygotes panel cells for their positive qc and the reaction strength was 3+ for all positive cells tested. These same cells were tested again on (B)(6)2024 and showed weak 1+ reactions. Using a new panel received earlier in the day, the cell that was tested with both lots showed negative results. The customer announced to send in a product sample of the affected lots of seraclone-s. So far, the samples have not arrived on our premises.

Manufacturer narrative:
This is our final report on this incident.

Event description:
Implant removed due to surgical consideration within 36 hours.